Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a device upgrade. Upon interrogation, it was observed the right ventricular (rv) had inadequate capture threshold, amid r-wave amplitude. The patient's subclavian access was occluded, so the physician elected to place a left ventricular lead in the medical subclavian. The rv was capped. The patient was in stable condition.